Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken device. No other observations observed, no further actions are required.

Event description:
Patient reported left side "possible intracapsular rupture" confirmed via CT scan. Healthcare professional later reported "hole in radius (edge)". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6

Event description:
Patient reported left side "possible intracapsular rupture" confirmed via CT scan. Healthcare professional later reported "hole in radius (edge)". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported "possible intracapsular rupture" confirmed via CT scan. This record is for the left side. Device remains implanted.